Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the black box history showed one "no cartridge detected" warning during the load step. During testing, the pump was unable to detect the filled cartridge. During evaluation the force sensor was found to be out of calibration. Unrelated to the complaint, moisture was observed inside the pump on the motor assembly.

Event description:
The patient claimed that the animas insulin pump pushed insulin out during the load process and did not detect the cartridge. Troubleshooting revealed the subject pump did not recognize the filled cartridge. There was no report of any patient impact associated with the complaint. The product was requested back for investigation. The patient was advised to go on the backup plan as needed. This complaint is reported as a malfunction due to the no cartridge detected issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.